Manufacturer narrative:
G4: reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k011375. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with the product monomend mt: the reporter (veterinarian user) indicated that when opening suture pack to use during surgery there was only a needle found, no suture. Opened another which was found to be ok.

Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code batch, one regarding needle detachment, that was closed as not confirmed (only open sample received). The other one for the same issue as reported in this case, also closed as not confirmed, as no samples were received. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample with only needle (thread is missing) and 10 closed samples. We have checked visually the open and empty sample received, but we could not see if there were marks of the thread. All closed samples have thread and needle. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because the sample received is manipulated and closed samples were correct. Final conclusion: final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.